Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this pacemaker, the physician encountered difficulty inserting the right atrial (ra) and right ventricular (rv) leads into the header of the device. The procedure was completed successfully after the physician was able to fully insert the leads and obtained acceptable measurements. No adverse patient effects were reported. This system remains in service.